Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or agb ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt was having pain around the wound if she stands too long and can't bend.